Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 44 mg/dl. Customer reported that the buttons were not responding on insulin pump. Customer stated that the time advances. The customer was treated with glucose for low blood glucose. The insulin pump will be returned for analysis.